Event description:
It was reported that the customer experienced a leak from the insulin cartridge at the o-ring after filling it off the pump, and it only occurred once. There was no reported impact on the customer's blood glucose level. The customer was able to load a new cartridge, and cartridges were provided as a goodwill gesture by technical support.